Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one marquee disposable core biopsy and a coaxial biopsy needle was received for evaluation. Upon visual evaluation the device appeared to have residue throughout and the penetration depth marker was set to 25mm. The sample notch was noted to have an "s"-shape bend. A crack was noted at the distal end of cannula. Due to the condition of the sample functional testing was not performed. Upon dimensional observation the notch thickness was measured the measurement was within the acceptable range. Therefore, the investigation is confirmed for the reported needle bent issue as the sample notch was noted to be bent and the investigation is confirmed for the identified fracture issue as the crack was noted at the distal end of cannula. A definitive root cause for the alleged needle bent and identified fracture issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 01/2025) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during an ultrasound guided breast biospy procedure through normal density tissue, the needle of the device was allegedly bent. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.